Event description:
On (B)(6) 2010, a spontaneous report was rec'd from a physician regarding a (B)(6) female who rec'd an injection of restylane (cross-linked (B)(4)). Medical history included no allergies, no conditions or chronic health problems and no "fillers" in the past. The pt's skin type was reported as "white (skin type 1-2). The pt was not taking any concomitant medications. The pt rec'd a 2 cc injection of restylane on the morning of (B)(6) 2010 to the left nasolabial fold (approx 1.2 cc) and to the right nasolabial fold (approx 0.8 cc). A sterile technique using thorough cleansing and alcohol swabs was used prior to injection. Pre-procedure medication included topical benzocaine, tetracaine and lidocaine applied to bilateral areas of the face. No add'l procedures were performed at the time of implantation. After injection, the pt applied topical arnica to bilateral areas of the face and applied ice compresses. On (B)(6) 2010, approx 1-2 hrs after the injection, the pt developed purpura type lesions/rash of the left side of her face. The pt did not know exactly when the symptoms occurred because, she was icing the area, but believed that it was about 1 hr after the injection. On (B)(6) 2010, the pt returned to the physician's office to be examined. The physician reported that the left side looked like the pt developed purpura. The pt had no fever or chills, was not itching, but was swollen and tender to the touch in the area of injection sites. The result of the physician's medical eval was possible purpura on the left side and edema. The physician "wondered if the pt's facial rash was an allergic reaction to restylane or infection". The physician prescribed cipro (ciprofloxacin) 500 mg twice daily by mouth for prophylaxis and advised the pt to take a non-sedating antihistamine. No add'l info was provided. The physician felt that restylane caused the reported events. The physician assessed the severity of the reported events as moderate. The lot number and expiration date were 9928 and nov-2011, respectively.

Manufacturer narrative:
Add'l PMA/510(k): p040024.